Event description:
It was reported that the home patient (hp) had hooked up the patient line of the automated peritoneal dialysis (apd) set with cassette to their transfer set, but when they stood up, the patient line disconnected and fell off from the transfer set. This occurred during the set up of the homechoice (hc) device. The hp discontinued the therapy for the night. After looking at the cassette, the patient reported that they only saw one line of ¿threading¿ inside of the patient line connector. The patient was put on prophylactic antibiotic for the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Corrected data: due to the actual device not being returned and the 16 companion samples were evaluated instead. Additional information: the root cause of the reported issue can not be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h13h30054 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The actual device was not available; however 16 companion samples were received for evaluation. A visual inspection was performed with no issues noted. There were no problems identified when the device was functionally tested by connecting it to the lab mini set. The reported issue could not be confirmed. Should additional relevant information become available, a follow up medwatch will be submitted.